Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Age and date of birth unknown / not provided. Patient sex unknown / not provided. Weight unknown / not provided. Date of event unknown / not provided. Lot/serial # unknown / not provided. Device expiration date unknown / not provided. Device UDI number unknown / not provided. Device manufacturer date unknown / not provided.

Event description:
It was reported that a screw fractured in the patients mouth. Clinician stated that the top portion of the screw has already been discarded, and the part broken in the implant is less than 1mm so he doesn't believe that they will have anything to return. The patient has not been scheduled yet for removal of the broken screw portion from the implant, but they already have the necessary removal tools. Tooth #3.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
A certain® gold-tite® hexed screw (iunihg) and nanotite tm tapered certain® prevail® implant 5/4 x 11.5mm (niitp5411) were not returned. Since products have not been returned, visual/functional inspection could not be performed. The investigation has been performed based on the available information. Pre-existing condition noted in the complaint is bruxism. The reported device was location and length of use is unknown. Appropriate documentation was reviewed. DHR review and complaint history review could not be performed, as the lot numbers associated with the reported product are not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. A complaint history review by item number was conducted for the (iunihg and niitp5411) dating back to 12 months from now . The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported device related to the reported event. Based on the available information, device malfunction could not be verified and the reported event was non-verifiable. H3 other text: device not returned.